Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 598-599 mg/dl. Cause of bg level was not known. Customer performed a supply change and administered a manual injection to address the issue. Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, and potassium. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.